Manufacturer narrative:
(B)(4). For the reported event of sponge detached. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used on a scope during an endoscopic retrograde cholangiopancreatography (ercp) procedure on the patient's duodenum performed on september 21, 2016. According to the complainant, during the procedure, the sponge of the biopsy cap detached into the scope and fell into the patient's duodenum. Reportedly, the sponge was successfully retrieved using a non-bsc retrieval net and the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.